Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found a connector with a crack on the edge. Visual inspection of the samples found a crack was detected on one connector from one sample, in the other no discrepancies were detected; crack is on external diameter around of the fluid path. Functional testing found both circuits successfully past the leak tests; thus failure mode is not confirmed. No problem found. Root cause cannot be determined as the samples were successfully tested. Device expiration date (d4) and device manufacture date (h4) updated.